Event description:
It was reported that a vascu-guard peripheral vascular patch had a floating white substance on the surface of the liquid. This was found when the nurse removed the jar lid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No floating white substance was visible on the surface of the storage solution or anywhere within the jar. There were loose fibers attached to the tissue patch, which is expected to be on the rough side of the tissue patch. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.